Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the chip on the adhesive around the objective lens, the cause was traced to component failure. In regard to the foreign objects on the adhesive on the bending section cover (a-rubber) the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had foreign material on the adhesive of the bending section cover (a-rubber) and the adhesive around the objective lens had a chip. There was no patient involvement.